Manufacturer narrative:
(B)(4). Premature sled movement. G5130u.

Event description:
It was reported that during a transplant procedure, the device locked out. The jaws would not open before inserting into the trocar. Another device was used to complete the procedure. There was no patient involvement.